Manufacturer narrative:
Patient information was requested; customer reported it is not available.

Event description:
The customer reported that the unit alarmed due to a data acquisition pcb adc reference failure. There was no patient harm.